Event description:
It was reported while transporting a patient to the ambulance the crew rolled the cot through an approximate 6 foot path of muddy ground before reaching the gravel driveway. Once on the driveway the cot wheels became stuck in the gravel. When the medic crew pushed the cot to dislodge the gravel the cot allegedly tipped to the side and lowered to the ground. It was alleged the patient sustained bruising and skin tears on their left arm.

Manufacturer narrative:
The subject cot was evaluated by an authorized field technician at the complainant's site. A visual and functional evaluation was conducted and the cot was found to be functioning as intended and no damage was observed as a result of the incident. No additional details have been provided regarding the alleged patient injuries. It has been determined the ground conditions through which the cot was rolled was the contributing factor to the reported incident and not a malfunction of the cot. The IFU provides sufficient instructions on the requirements for rolling the cot over rough terrain as well as the importance of two operators maintaining control of the cot at all times to ensure a safe patient transport.

Event description:
It was reported while transporting a patient to the ambulance the crew rolled the cot through an approximate 6 foot path of muddy ground before reaching the gravel driveway. Once on the driveway the cot wheels became stuck in the gravel. When the medic crew pushed the cot to dislodge the gravel the cot allegedly tipped to the side and lowered to the ground. It was alleged the patient sustained bruising and skin tears on their left arm.